Event description:
It was reported "multiple taints over the cuff were noted before use."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported the medical staff refused to use the products. There are eight complaint samples available in this situation. A quality evaluation was performed on (B)(4) 2014. Received were eight unused endotracheal tube of i.s. 7.0 mm fitted with frosty balloon and pilo balloon printed with size identification and work order # (B)(4). Product was fitted with color coded pp connector of corresponding size and marked as per unomedical specification. Product was received in a sealed unit pack. The tubes were examined under magnification and it was confirmed that black stain was found on cuff. Review of assembly record revealed that 1.6% of embedded foreign matter was detected during the inspection and the defective part was rejected and discarded. Review of the risk assessment file does cover potential cause (contamination issue) and it's controlled. Review of the complaint trend from 2009 to ytd apr 2014, there is increasing trend observed. However, internal corrective action has been assessed as part of the record to address the confirmed complaint to prevent future occurrences. An analysis on the returned sample provided was tested and ID not perform to our requirement. This particular lot of products was made before the CAPA implementation; we are confidence that the defect will reduce to a minimum level if not totally eliminated. Therefore we shall close the complaint without further action. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware.